Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 4 mg/ml of morphine at 0.6 mg/day via an implantable pump for spinal pain. On (B)(6) 2017 it was reported that the patient's pump was empty. The empty pump was confirmed with a physician programmer. Empty pump considerations were provided. The hcp reportedly did not have the medication needed to fill the pump. The pump was filled with saline, programmed to minimum rate, and the patient was to return the following week to have the pump refilled with the appropriate medication. No symptoms were reported. No further complications were reported.